Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of peritonitis was unknown. On same day, the patient was hospitalized for the event. On an unreported date in same month as the onset, the patient began treatment with injection vancomycin (1 gram in first bag and then every fifth day, intraperitoneally) and injection magnova (500mg, in each bag, intraperitoneally) for peritonitis. The patient's outcome was unknown and dianeal therapy was ongoing. No additional information is available.